Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer wanted to program a quick bolus but pump showed "e8". Customer can't confirm the "e8" message due to non-function of ok button. No adverse event alleged.a request was made for the return of the device.